Event description:
Reporter indicated that their programming wand was not working. Good faith attempts were made with this physician to obtain further info surrounding this event; however, these attempts went unanswered.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.